Manufacturer narrative:
Additional information: g3, h3, h6 h3 evaluation summary: medtronic conducted an investigation based upon all information received. The device was available for evaluation. The device was av ailable for evaluation. The electronic device-use logs were also provided. Post market vigilance (pmv) led an evaluation of one signia powered handle for a non-reportable condition. Functionally, a damage to an internal transistor was noted, resulting in the abnormal piezo tones. It was reported that there was audible issues with the handle. The reported issue was confirmed. The product analysis noted evidence that the device was not used as intended. The issue of damaged electrical components resulting in loss of piezo function may occur due to rough handling such as the handle being dropped. This failure poses no patient safety risk. The audible tones are for user information only and do not communicate patient safety related issues. The evaluation detected unreported conditions not related to the reported condition of cracked screen and ir shield damage was detected. The issue of damaged oled screen and ir shield can occur if the device is dropped. No enhancements or improvements were generated for the observed condition. Information provided to the user includes the following: the power handle is a precise instrument. Care should be taken to avoid dropping, improper cleaning, improper handling or sterilizing the device. These actions may shorten device life and/or lead to device failure. The issue of oled screen having a burnt in section on its display is due to the display showing the same image on the display for a prolonged period of time. The handle is programmed to turn off the display when not in use. However, when components are left connected to the handle by the user, the amount of time it takes the screen to shut off is extended. A cross functional team has reviewed the risk and rate of occurrence for this failure and has determined that no corrective actions are warranted at this time. Another unreported condition not related to the reported condition of screen burn-in was detected. Visual inspection noted that there was a burnt in section of the oled screen. When the handle initialized, the lower half of the organic light-emitting diode (oled) screen was noted to have lines across it. The rear handle housing was removed and damage to the organic light-emitting diode (oled) screen and infrared (ir) shield was found. The product analysis noted evidence that the device was not used as intended. Another unreported condition not related to the reported condition of loose motor screw was detected. Functionally, after taking apart the handle, motor 0 was found to be loose. A motor screw for this motor had become loose, allowing the motor to move around. The connection between the motor output shaft and trilobe coupler was not impacted. The most likely cause could not be established from the information available. Another unreported condition not related to the reported condition of missing motor foam was detected. Visual inspection noted that there was no evidence of foam affixed to the motors. The most likely cause was determined to be manufacturing related. The manufacturing records for each device are thoroughly reviewed prior to release to ensure that it meets all medtronic quality specifications. The instructions included with this device provide the following guidance: the power handle is a precise instrument. Care should be taken to avoid dropping, improper cleaning, improper handling or sterilizing the device. These actions may shorten device life and/or lead to device failure. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
According to the reporter, preoperatively, there was audible issues with the handle. There was no patient involved. Medtronic's evaluation found that after taking apart the handle, motor 0 was found to be loose.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.